Manufacturer narrative:
Updated information: d4 catalog number updated. G1 MFR site name and address was incorrectly reported. The correct MFR site is abiomed, inc.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54-year-old male patient with cardiogenic shock secondary to acute myocardial infarction required mechanical circulatory support with impella cp. During off label use of 18 days on the same cp device on day 9 placement signals were low. Best practices were performed and position confirmed via echo.

Manufacturer narrative:
Product information in d4 and h4 have been updated.